Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple low battery warnings with code 177 and replace battery warnings with code 128. The device history also revealed evidence of excessive battery usage. The battery compartment was intact with no damage or evidence of moisture ingress. A battery cap was not returned with the pump; a test cap was able to fully secure to the pump and was used for further testing. No power loss was observed. Current draws did not test within specifications. The pump case was removed, and no evidence of moisture ingress was found. No evidence of intermittent contact was found to the battery terminal contacts. A component on the printed circuit board was found to have failed during evaluation, causing a shortened battery life.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life was short and the battery had to be replaced often. The pump was allegedly emitting low battery and replace battery alarms frequently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.